Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the device was set to 1.5 after implant. According to the report, the patient received an MRI and after, the device was at 2.0. Reportedly, after the setting was confirmed, the device was reprogrammed to 1.5.

Manufacturer narrative:
Additional information received reported there was no injury to the patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received reported the patient had undergone an MRI on (B)(6) 2016. Patient weight at implant provided. If information is provided in the future, a supplemental report will be issued.